Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found one picture device inside a plastic bag next to a label with the device identification information. Another picture shows the upper part of the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent surgery, the reflex ultra 45 could not ablate, then when the device was out it was found that the front-end of reflex ultra 45 was missing. No foreign body was found by postoperative x-ray scan. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.